Manufacturer narrative:
Multiple attempts were made to request, information regarding resolution of the reported problem. No response was received. So no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that "the electrode plate connection is abnormal and cannot pass the self-test." There was reportedly no patient involvement.